Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage on keypad trace. No moisture damage was found on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer explained that the insulin pump was submerged in water since he fell into the water while canoeing. Blood glucose value was 239 mg/dl. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.